Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of the incident. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.